Event description:
It was reported that the customer received a cgm error. During troubleshooting with tandem technical support the pump was reset; however, an additional cgm error occurred. There was no reported adverse impact to the customer. Reportedly the customer continued to use the pump for insulin therapy.